Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a renal stenting procedure. Reportedly, there was no blood return from the marker lumen. The marker lumen had been pre-flushed prior to the procedure. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported no blood return from the marker lumen was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents for marker lumen blockage issues reported from this lot. It should be noted that the perclose proglide instructions for use, states, the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations-patients with femoral artery calcium which is fluoroscopically visible at access site. Based on the information reviewed, there is no indication of a product deficiency.